Manufacturer narrative:
(B)(4). The product associated with this report remains implanted at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Pouch dilation and "night cough" surgical/[physiological complications and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of pouch dilation as follows: "band slippage and/or pouch dilatation can occur." "Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation."

Event description:
Health professional reported pt in (B)(4) study complaint of "night cough c/ increasing portions size. Barium showed recurrent pouch dilation." Treatment was revision surgery. Device remains implanted.